Event description:
The customer states that they suspected falsely positive results were generated for one patient for samples processed over about a one month period using the architect total b-hcg assay. A physician stated that a positive result was not expected for this patient based on clinical history/evidence. No further details were provided. No adverse impact to patient management was reported related to this issue. The account provided the following data from samples drawn on the dates indicated. (B)(6) 2010 - 27.31 miu/ml ((B)(6)); (B)(6) 2010 - rerun: 28.12 miu/ml ((B)(6)); (B)(6) 2010 - 1102.85 miu/ml ((B)(6)); (B)(6) 2009 - rerun 1610.96 miu/ml ((B)(6)); (B)(6) 2010 - 2.93 miu/ml ((B)(6)); (B)(6) 2010 - rerun 2.80 miu/ml ((B)(6)).

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k78-20 architect total bhcg assay, that has a similar product distributed in the us, list number 6c21, architect total bhcg assay. An investigation is in process. A follow-up report will be submitted when the investigation is complete.